Event description:
Manufacturer received returned pump from funeral home without any additional patient, or therapy information. Based upon manufacturer,device registration records the pump was implanted in 2005, and was reported as expired in 2006. The patient was being treated for malignant pain and was receiving hydromorphone, bupivicaine, and clonidine.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.